Event description:
The customer reported poor correlation between 2 eci instruments at their site, for total beta-hcg testing on one patient sample. A false positive total beta-hcg result has the potential to result in physician action. There was no report of harm as a result of this event.